Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) could not be determined. The reported recurrent mitral valve insufficiency/regurgitation (mr) was a cascading effect of the reported slda and dyspnea is a symptom due to the recurrent mr. Additionally, the reported patient effect of mitral valve insufficiency/regurgitation and dyspnea, as listed in the electronic mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xtw (lot: 40327r7112) was implanted successfully a2/p2. The procedure ended with mr reduced to grade 1-2. On (B)(6) 2024, during a follow up transthoracic echocardiogram the xtw clip was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)). Recurrent mr grade 3-4 was present and the patient was experiencing dyspnea. No intervention was reported.